Event description:
A pk papyrus covered stent system was selected for treatment of a type I perforation in the lad. It was not possible to cross the lesion. Upon removal it was noticed that the stent cover together with the stent had been separated from the delivery system and was removed from patients body. The bleeding was stopped with prolonged balloon inflations.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. In addition, photographs of the complaint instrument were provided. The provided clinical information (pk papyrus device registration form) and the product release documentation were reviewed to establish whether a device deficiency contributed to this event. The reviewed photographs show the delivery system and the stent separately inside a plastic bag. The balloon has not been inflated but appears slightly unfolded. The stent cover has not detached from the stent. The technical investigation of the returned instrument confirmed that the stent has dislodged from the balloon. The balloon has not been inflated but is slightly unfolded. Dried contrast medium residue was observed in the balloon- and inflation lumen, indicating application of vacuum. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent is severely deformed (i.e. 2/3 of the stent are flat). The stent cover is undamaged and well connected to the stent. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in?process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. However, two photographs of the complaint instrument were provided. The photographs show the delivery system and the stent separately inside plastic bag. The balloon has not been inflated but appears slightly unfolded the stent cover has not detached from the stent. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both device and procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.